Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6), product type programmer, patient product ID 97755, serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) h3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that there was a failure with the recharger and that a "no device found" message was seen intermittently and there was a recharger antenna failure; there was rms voltage at the h field probe. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that for the recharger antenna (rtm) cord near the rtm coil would get hot to the touch when charging their implanted neurostimulator (ins) and their controller would "completely shut down" and they had to reset the controller. Patient (pt) noted their issues were worsening and that sometimes the rtm cord would get hot to the touch immediately when they started to charge the ins. Pt noted they would see the "poor recharge quality" message without moving the rtm. Pt met with their mdt rep and notified them about their issues. Pt's mdt rep. Informed them to call patient services (ps) and receive a replacement rtm. Patient services specialist (pss) helped the pt clean/inspect the rtm plug pins and controller port and no visible damage was detected. Pt noted their rtm cord looked like the cord was "coming out" of the rtm coil. Pt initiated a charge session to their ins in a seated position with the rtm directly on their skin and was able to charge with "excellent" quality. Pt noted their controller battery was at 100% and their ins battery was at 70%, but then went to 80%. During the ins charge session, they noted they saw the "poor recharge quality" message multiple times without moving the rtm and started charging again. The issue was not resolved. An email was sent to the repair depar tment to replace the rtm.